Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion was located in the severely calcified proximal circumflex artery. The lesion was predilated with multiple apex balloons of unspecified size. An unspecified veriflex stent was implanted in the left main artery. The physician advanced the 3.5 x 12mm veriflex mr stent delivery system through the previously placed stent, but could not cross the calcified lesion. The physician removed the device and noted that the stent struts were damaged. The physician attempted with a non bsc stent, but could not cross the lesion. The physician stopped the procedure and determined that the results were satisfactory. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion was located in the severely calcified proximal circumflex artery. The lesion was predilated with multiple apex balloons of unspecified size. An unspecified veriflex stent was implanted in the left main artery. The physician advanced the 3.5 x 12mm veriflex mr stent delivery system through the previously placed stent, but could not cross the calcified lesion. The physician removed the device and noted that the stent struts were damaged. The physician attempted with a non bsc stent, but could not cross the lesion. The physician stopped the procedure and determined that the results were satisfactory. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR.: device analysis determined that the condition of the returned device was consistent with the complaint incident. A visual examination of the returned device found that the crimped stent was kinked on the balloon. The kink was noticed at 1mm proximal from the distal edge of the stent. No other issues or kinks were noted along the entire length of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).